Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received inappropriate shocks and anti-tachycardia pacing (atp) for atrial fibrillation (af) with rapid ventricular response (rvr) on multiple occasions. The device was reprogrammed by the sales representative. Technical services (ts) analyzed device data. No further adverse events have been reported outside of the inappropriate shocks to the patient. This product remains in-service.